Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary dysfunction/sacral nerve stim. It was reported that the patient reported that the ins seemed to be deeper than it was initially, and they "really had to search for it." The patient noted that the ins seemed closer to the surface of their skin when it was first implanted. The patient's reason for calling was to find out how to turn therapy off before they get a colonoscopy tomorrow. The patient confirmed they were able to connect to the ins during the call, although they had to reposition the communicator to get it to connect. Agent reviewed how to turn therapy off and on. The patient was redirected to their healthcare provider to further address their concern regarding ins depth. The patient said their next appointment is almost a year from now because they just saw their healthcare provider(hcp) in (B)(6).